Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaints. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that during preparation of the mini trek rx balloon dilatation catheter, when pulling negative, air bubbles were noted. The hub was observed to be cracked. The device was not used. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.